Event description:
Physician coiling 4mm ruptured p-comm aneurysm in pt. Pt admitted to using crack cocaine and admitted to smoking one pack of cigarettes per day. Pt had admitted to smoking crack cocaine day prior to aneurysm rupture and also admitted to drinking. Drain was in place and pt with placed under anesthesia. Physician accessed lesion with sl-10 with synchro 14 guidewire. Physician deployed mti 4x10mm multi-diameter coil as starting coil and detached without incident. Physician then began deploying e-3-4-t10-ts and interprocedural rupture as coil protruded through dome of aneurysm. Physician pulled coil back and redeployed successfully and detached. Physician then deployed e-3-8-t10-ts successfully and detached which appeared to seal off aneurysm rupture. Upon follow-up angiography no contrast extravasation was noticed and pt was following commands upon extubation.